Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's father reported via phone call that for the past three weeks his blood glucose level was around 300 mg/dl to 400 mg/dl. The customer went into a diabetic ketoacidosis at school. The customer treated his blood glucose level with a bolus. Empty air pockets were present along the tubing length. The reservoir also had air bubbles. The insulin pump alarmed failed battery test multiple times. The insulin pump alarmed failed battery test again after troubleshooting. The device was not returned.